Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the total laparoscopic hysterectomy procedure, the toggle stiffened up and broke. There was no serious injury to the patient. Another device was opened to finish the case. Nothing fell into the patient cavity.